Event description:
The customer reported that the system displayed an error message indicating a precharge fault. No pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.